Event description:
Event description cpi received information that a patient with a ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system received inappropriate shocks. Testing found that the ICD would sense fast beats when the patient performed deep breathing or leg extension exercises. Manipulation of the ICD within the pocket did not produce any oversensing.